Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and barbed suture was used. During surgical wound closure, when putting 2 ¿ 3 stitches on the fascia, the suture was broken at the part without anchors near the needle. Further details are not provided. . There were no adverse consequences to the patient.